Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was retrieved successfully; however, two detached limbs were identified. A detached limb was discovered in the ivc wall, which was retrieved successfully. The second detached limb was discovered in the right ventricle; however, no attempt was made to retrieve it. The patient is reported to be asymptomatic at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.